Event description:
On (B)(6) 2019, a very sick (B)(6) male was undergoing a non-ischemic vt ablation procedure in the right ventricle with no other options for treatment. The patient was not given heparin prior to the beginning of the procedure and no transseptal puncture was done due to the procedure being done in the right ventricle. During the mapping phase of the procedure, it was noticed that the rf generator had initiated ablation on its own. This appears to occur at 11:14 in the procedure log. To summarize, at 11:14 the generator turned on for 2.4 seconds, off for 1.1 seconds, then back on for 1.1 seconds. The generator was turned off by the physician. It was noticed that the foot pedal was inadvertently left in the room and remained connected to the rf generator from the prior day ablations. The foot pedal was disconnected and the procedure continued. The attending physician did not believe this contributed to the event. The bwi navistar rmt catheter was used for the procedure. The ablation portion of the procedure was being performed by a fellow under direction supervision of the attending physician during the entire time. The attending physician was right next to the fellow during the entire procedure. While delivering 50w of power in the rv, the tech entered into the control room and said that they had heard a pop. The impedance abruptly increased. The patient's condition rapidly deteriorated and CPR was initiated. A pericardiocentesis was performed and an unknown amount of blood was removed. After approximately 1 hour of resuscitation, the patient expired. Per the local stereotaxis representative, there were no lock-ups, or issues with the stereotaxis system at the time of the event. A review from engineering revealed the following anomaly identified a cas failure at the onset of the procedure. The attending physician did not believe this contributed to the event. The patient did not have an autopsy. The physician opinion is that stereotaxis did not contribute to this event and that it was due to the patients comorbidities and a perforation resulting from a steam pop. Since there was not an autopsy performed, this could not be confirmed.